Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during use interaction between the guide wire the ivus catheter resulted in the reported difficult to remove. Manipulation of the compromised device ultimately resulted in the reported material separation. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in the left anterior descending artery. The whisper guide wire was advanced with an ivus device; however, on the last run, the guide wire fractured and became stuck inside the ivus catheter. The ivus catheter was withdrawn with the separated guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.